Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
I actually received feedback from the same anaesthetist today who noted that this issue is continuing intermittently. I have a held back a syringe from today which she had noted an issue with. See attached photo and packing from said syringe noting the lot number.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/correction: correction: following submission of initial MDR, it was identified the incorrect date of event was reported. Section b updated to reflect correct date of event as reported by the customer. Device evaluation: two photos and one physical sample were provided to our quality team for investigation. Upon inspection, liquid was observed within the stopper area, verifying the reported incident. There was no other damage or defect identified within the device to indicate why the leak occurred, the stopper was verified to be properly assembled on the plunger. A device history review was performed for reported lot 2312085, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Retained samples of the reported lot were used for additional evaluation. The products were visually inspected, no defects or damage was noted on any of the syringe components that could lead to a leak and all stoppers were verified to be properly assembled on to the plunger rod. Leakage testing was performed on the both the retained samples and returned syringe; all product was verified to meet required specification. It is possible that when filling the syringe, the pressure exerted on the device may create a gap between the stopper and barrel wall. This cannot be verified for the reported incident; therefore, a definitive root cause cannot be established at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
I actually received feedback from the same anesthetist today who noted that this issue is continuing intermittently. I have a held back a syringe from today which she had noted an issue with. Packing from said syringe noting the lot number. Customer response received: could you please provide the details event description? Consultant anaesthetist was preparing her syringes for a case. You can see from the previous picture that the propfol was leaking from the syringe onto the floor also. Was the device being used in/on patient when the issue occurred? No it was being prepared for use. Was patient or user harmed? If yes, please explain. No. Could you please provide a date of event? 04.11.2024 but has been reported that it is happening on other occasions also. Could you please confirm if there was any visible damage on the device? No. Can the physical sample be returned? If yes, what solution was used in the syringe? Propofol was in the syringe at the time.